Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "[Name removed] biomed called requesting fsd [field service dispatch] indicating during use on adult mode/pt (mode settings provided) the unit was displaying circuit occlusion which resulted in breath cycling off a continuous audible alarm was present. The patient was removed and placed on another ventilator. No patient harm noted. [Name removed] indicated he was not able to duplicate issue unless he restricted the test lung significantly only. The customer was using patient circuit with no humidifier, I will dispatch fsr [field service representative] for eval/repair."

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, verified the reported event and determined that the cause was that the inspiratory pressure transducer's zero calibration had drifted. The carefusion field service representative recalibrated the device's pressure transducers, ran the device through the operational verification procedure (ovp) and the device passed all tests. Upon completion, the device was returned to the user facility's control ready to be returned to service.